Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnect alarms while on the mobile power unit (mpu). Device replacement was requested since it is under warranty. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6) ). The mpu was evaluated by service depot and the reported issue was reproduced during testing. Multiple punctures were also observed along the patient cable jacket. The issue was isolated to the patient cable. The patient cable was replaced and the issue resolved. The mpu was then functionally tested and the unit passed without any issues. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The mpu was returned to the customer site. The forwarded patient cable was connected to a test mpu. The test mpu operated in a mock circulatory loop and intermittent low voltage hazard and power cable disconnect alarms activated while manipulating the patient cable near the damage observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Further evaluation of the patient cable revealed that the relative state of charge (rsoc) wire and the power return wire were shorting to the cable shielding; this would result in the observed alarms. The patient cable was then opened underneath the damage observed and small punctures was also observed on the underlying layers of the cable. Inspection of the underlying wires revealed that there were exposed conductors on a redundant power return wire and the rsoc wire. There was a potential for contact between the power return and rsoc wires and between the exposed wires and the patient cable shielding; physical contact of the exposed rsoc wire with the exposed power return wire or with the cable shielding would result in the reported alarms. No other physical anomalies were observed. The reported event was determined to be due to an electrical short between the rsoc wire and the cable shielding or between the rsoc wire and the power return wire; however, the root cause of the damage on the patient cable could not be determined. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 06may2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.